Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported post implantation of lens, patient had refractive surprise/myopic surprise. The lens was explanted during a secondary procedure and exchanged with monofocal lens. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.2, a.3, b.2, b.3, b.5,b.6, b.7, d.10, h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and reported that the iol was exchanged for the different model and diopter indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.